Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was running high. Customer was unable to bolus and did not want to troubleshoot for the high blood glucose. Customer stated that he had an external ram crc error alarm but there were no alarms in the alarm history. Customer only had a low battery alarm and no delivery alarm. Customer was able to give himself a bolus and his blood glucose started to decline. Customer waited about 10 minutes and his blood glucose went back up to 410 mg/dl. Customer was explained to let the insulin sit at room temperature. Customer's blood glucose went back down to 340 mg/dl.